Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure of stent assist embolization to the a-com aneurysm, it was reported that the final coil (subject device) was protruded about one loop to the parent vessel and at the final confirmation angiography thrombus was found in stent and rt a2. Therefore, the anti-coagulant and the anti-platelet drugs were administrated and the thrombus disappeared 2 hours after. In the physician¿s opinion, the coil protrusion may be the cause of the thrombus.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that no damage was noted to the device prior to use, the device was prepared as per dfu for this product and the anatomy was normal. And additional information stated that the selected coil was too long and this most likely caused the coil to protrude and the coil protruded to the parent vessel may cause the thrombosis. As per dfu for this product: ¿correct coil size increases target detachable coil effectiveness and patient safety¿. Therefore an assignable cause of use error will be assigned to the reported device issue and patient complication, as it is likely that the incorrect coil size caused the coil protrusion and the subsequent thrombosis.

Event description:
During the procedure of stent assist embolization to the a-com aneurysm, it was reported that the final coil (subject device) was protruded about one loop to the parent vessel and at the final confirmation angiography thrombus was found in stent and rt a2. Therefore, the anti-coagulant and the anti-platelet drugs were administrated and the thrombus disappeared 2 hours after. In the physician¿s opinion, the coil protrusion may be the cause of the thrombus.